Manufacturer narrative:
(B)(4). Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. Isi has requested the nfhu sureform 60 stapler instrument for failure analysis investigation, but at this time the instrument has not been returned. Additionally, the root cause of the event cannot be determined at this time. If additional information is received, a follow-up MDR will be submitted. Site history review was conducted and did not show any additional complaints related to this event. A sureform 60 nfhu packaging label image was submitted, reviewed, and is on file. System error log review and instrument log review were conducted. While none of the other reusable instruments used in the case have been used in subsequent procedures at this time, a site history search shows no complaints filed against the instruments. The instrument in use was as follows: nfhu sureform 60 stapler instrument pn: 480460-09t // ln: l90200622-0007. It was confirmed that the instrument was installed into the system, passed engagement, and never went into following (time used = 0:00) which aligns with the reported complaint. Based on the information provided at this time, this complaint is reportable due to the following: the surgeon confirmed installation of a nfhu sureform 60 stapler instrument during the procedure and the administration of intra-operative medical intervention of a pelvic antibiotic wash and post-operative antibiotics. From a labeling perspective, there are several level of controls for nfhu training instruments: housing label, carton label, housing color, screen indication that it is a not for human use instrument. There is no evidence, however, that a malfunction of a da vinci system or instrument occurred since the event can be attributed to user-error.

Event description:
It was initially reported that during a da vinci-assisted low anterior resection procedure, the customer mistakenly installed a ¿not for human use¿ (nfhu) stapler instrument and inserted it through the port before the surgeon realized that it was a training instrument. After removing the nfhu stapler and replacing the stapler, the customer continued with the procedure. There was no report of patient injury. On 08-dec-2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a da vinci-assisted low anterior resection procedure, the customer mistakenly installed and inserted a ¿not for human use¿ (nfhu) sureform 60 stapler instrument, which is non-sterile, designed for training purposes. The nfhu stapler was inserted through the patient port before the surgeon realized that it was a training instrument due to a message that displayed on the screen. Once recognized, the nfhu instrument was removed immediately and the procedure continued with use of a backup sureform 60 stapler instrument. There was no report of patient harm or injury intra-operatively outside of the customer introducing a non-sterilized instrument through the port. The surgeon stated that the patient will be treated post-operatively with antibiotics accordingly. On 10-dec-2020, isi obtained the following additional information regarding the reported event: per the surgeon, the patient is fine, doing well, and went home. The surgeon advised the patient of what happened and the patient, "took the news very well" and, "was comforted with what the surgeon did" to counteract the event. During the procedure, the surgeon administered medical intervention of, "treating the pelvis with a saline/antibiotic mixture to wash throughout the pelvis". Post-operative antibiotics were administered as well. There are no other known complications and the patient was discharged home today. Isi has requested that the site return the instrument and packaging to isi, but isi has not yet received the instrument.